Event description:
As the nurse was getting the operating room tray for an ortho case, they notice the outer wrapper seemed to have a tiny hole in the middle of the wrapper. When they investigated further, they found numerous trays with the same hole in the wrappers.